Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level at time of incident was 32 mg/dl. Customer current blood glucose level was 170 mg/dl. The customer was treated with glucagon, food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer did not alleged that insulin pump was over delivering due to low blood glucose. Customer stated that insulin pump had stuck button alarm and they were unsure if they pressed a button down for 3 minutes or longer. Customer was assisted with troubleshooting for low blood glucose. The device will be returned for analysis.